Event description:
A customer reported that during surgery, a surgeon observed little blue fragments in a patient's eye. The fragments were removed during the same procedure. The case was completed following a 30 minute delay. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).